Event description:
The customer reported that the insulin pump had excessive no delivery alarm. Troubleshooting was done. Customer stated new battery was placed and alarm still occured. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump passed displacement test and excess no delivery error test. No excess delivery alarm and no signal too low alarm noted. No low (hypo) alarm noted. Unit confirms displayable history crc check failed on startup alarm at alarm history file due to corrupted history file. Pump received with scratched liquid crystal display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window.